Event description:
The manufacturer received information alleging a ventilator inoperative error had occurred on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices sensor printed circuit assembly (pca) cable was not plugged in, causing the ventilator inoperative error to occur on the device. In conclusion, the device's sensor pca cable was plugged in to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the enclosure gasket, front enclosure, and handle were replaced for physical damage unrelated to the reportable issue. The feet were replaced for discolored, which was unrelate to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of sensor printed circuit assembly cable is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.